Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1003676 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot 1003676 and test base part number 190-430 / lot 1003997 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1003676 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4). Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported false negative results with the ID now covid-19 assay. The customer reported nineteen (19) false negatives with the ID now covid-19 assay from 26 august 2020 through 24 september 2020. The customer reported a total of 1,064 negative results with the ID now covid-19 assay. Confirmation testing with (B)(6) (nucleic acid amplification test (naat); CT values not provided) generated nineteen (19) positive results. As there was not one specific technician running the tests, the customer, ruled out technique. The customer reported providing the nasal tech tips instructions for all nurses to review the process. The customer ran positive qc samples on all seven analyzers and they all passed. The customer confirmed there was no death or serious injury based on the results. The customer reported an impact and/or delay in patient treatment by two to three days. The patients would have been placed in isolation after rapid testing, not after confirmatory test two to three days later. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a false negative result leading to no or delayed treatment, the incident shall be considered reportable.